Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number 0012143355, product type: 0195-heart valves; product ID l-evolutfx-2329, product lot/serial number unknown, product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a horizontal aorta at 60 degrees, a pre-implant balloon aortic valvuloplasty was performed due to calcification. The valve was deployed to 80% when trace regurgitation was noted. Upon valve release at a depth of 4 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), the valve dislodged above the annulus to a depth of -3 mm on the ncc and -1 mm on the lcc. Per the physician, the patient¿s anatomy may have contributed to the valve dislodgement. There was no septal bulge and left ventricular outflow tract increased in size by 2 mm from the annulus. Subsequently, the valve was snared into the ascending aorta and a second medtronic valve was successfully implanted. Following implant, no regurgitation was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the trace regurgitation that occurred at 80% deployment of the valve was central regurgitation. The regurgitation resolved following implant of the valve. No additional adverse patient effects were reported.